Event description:
Syringes were found to be leaking through crack in barrel upon medication administration.

Manufacturer narrative:
No samples available for examination. A review of our records indicate that this is the first incident reported on the lot number indicated. Based on the limited info provided, we are unable to conclude if the reported incident occurred as a result of a device malfunction or damage in shipping/user handling. Analysis of complaint data over the past two years reveal that this type of incident occurs at a chronic low level (0.030/mm) in relation to the total volume of syringes produced.